Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Additional information received reported the explant date. The patient was reported as "fine."

Event description:
Additional information received reported the pump was explanted. The patient was doing fine after the revision.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found corrosion and/or wear and/or lubrication of the motor gear train. Analysis also found the stall of the gear train was due to shaft bearing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump¿s critical alarm occurred due to a motor stall which never recovered. Diagnostic testing and troubleshooting was reported as checking the pump logs. The logs indicated the pump had stalled on (B)(6) 2014 at 17:21 with no recovery recorded. The patient experienced withdrawal and was admitted to the hospital. It was, however, also reported that the patient did not experience any symptoms or complications associated with this event. At the time of the report the patient's status was reported as alive-no injury. The pump was to be explanted and expected to be returned. This device system delivered morphine and levobupivacaine. Attempts were made for additional information to confirm the event resolution, product return and the patient outcome. However, no information was received at the time of the report. Should additional information be received a supplemental report will be filed.